Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, it was noted that both haptics were stuck to the optic. He reported he had to cut the lens to release the haptics. He indicated that this event has occurred in four cases. Additional info was received from the nurse who reported the lens remains implanted. There was no pt harm, however, the surgery was prolonged (unknown duration). Additional info has been requested. There are four medical device reports associated with this event. This report is for the third case.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).